Event description:
It was reported that the patient experienced a loss of therapeutic effect and was going to the bathroom about 6 times a day and twice at night. The patient was reported to have noticed a return of symptoms about 3 months ago following a fall. The reporter also indicated that the patient had fallen several times and she last fell about a month ago. It was noted that the patient had not seen her healthcare provider (hcp) to have her implantable neurostimulator (ins) checked. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3889-28 lot# v289338, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).